Event description:
A 4.0 mm cancellous expansionhead screw was noted on post operative x-ray to be backing out.

Manufacturer narrative:
Device currently remains in the patient. No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacture date without a lot number.